Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced recharge burden. The patient stated the ipg would not provide 24 hours of therapy when fully charged. Due to this issue the patient had surgical intervention approximately (B)(6) 2018 in which the device was explanted.